Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies received.

Event description:
Levels implanted: 2 levels c5-c7 it was reported that on an unknown date, post-op, the patient had developed a non-union i.e. No fusion had taken place. Imaging studies had suggested that there was lucency around the screws. The preoperative left sided numbness with neck pain continued postoperatively. Around (B)(6) 2014, there was worsening of pain, weakness in legs, weakness and pain in hands and vertigo. The patient underwent emg testing of upper extremities but no cranial nerve testing. In (B)(6) 2013, her surgeon stated that she had healed. The patient has had second and third opinions, but doctors told her that her case is complicated. Between (B)(6) 2014, the patient was told that she had no bony bridging. Her MRI showed bone spurs- end plate osteophyte; CT showed lucency. She also underwent bone scan. The patient underwent neurosurgery on (B)(6) 2014, which was reportedly too complex of a patient. The patient was referred to pain management where they were reluctant to take her on as a patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.